Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign-body material was removed') in a female patient who had essure (batch no. 620324-invalid) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 12 years 7 months after insertion of essure. Essure was removed on (B)(6) 2021. The reporter considered medical device removal to be related to essure. Lot number 620324 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jan-2022: case updated from invalid to valid, reporter information updated, event "injury" replaced by "medical device removal", essure stop date added. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign-body material was removed') in a female patient who had essure (batch no. 620324-invalid) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 12 years 7 months after insertion of essure. Essure was removed on (B)(6) 2021. The reporter considered medical device removal to be related to essure. Lot number 620324 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jan-2022: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.